Manufacturer narrative:
Following the event, the customer reported testing the device with several other blades they use for training but could not replicate the issue. They also reported reviewing the video file leading up to the failure which stops when the device was picked up; otherwise nothing noteworthy was identified. The customer declined the option to have their glidescope go 2 monitor returned to verathon for evaluation, therefore the cause could not be determined. Review of complaint history for the reported serial number did not identify any previous complaints reported to verathon. Trending analysis for glidescope go 2 monitors does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported while using a glidescope go 2 monitors for a rapid sequence intubation (rsi), the screen became black when placed in the patient's mouth. Furthermore, it was reported that the light on the connected blade then flickered on and off. The intubation attempt with the device was abandoned and completed with a dl mac 4 instead. No delay in the procedure or harm to the patient was reported.